Event description:
It was reported that the ilet displayed alert 32, indicating a delivery motor communication error at the start of a supply change. Repeated restarts did not clear the alert, the alert prevented supply changes, and the device was replaced per troubleshooting guidance; the patient reported insulin was not being delivered and transitioned to back-up subcutaneous insulin. Symptoms included hyperglycemia with a reported glucose level up to 210 mg/dl for a few hours without loss of consciousness or other acute complications. Outcomes included the use of back-up therapy and no medical intervention or hospitalization. Investigation included troubleshooting with guided restarts and device replacement, as well as data sync instructions and return logistics. Investigation of the returned device revealed a device alarm for motor processor communication associated with the delivery motor, consistent with a malfunction that impeded insulin delivery and could not be dismissed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.